Event description:
The customer reported to olympus, the high flow insufflation unit alarmed, and the front panel went black. The issue was found during a therapeutic laparoscopic hernia repair. No error codes were displayed during this event. The issue was resolved when the customer replaced the wrongly connected device tubbing. The customer also reported an approximate ten-minute delay while the patient was under anesthesia while the subject device was replaced with a similar device. The procedure was completed and there was no patient harm reported due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The customer¿s returned their uhi-4 mother board for evaluation. Upon connecting the customer owned board into an unspecified olympus (uhi-4) test equipment the complaint was confirmed. Based on the results of the investigation, further investigation reviewed the error logs and verified the e03 had occurred more than ten (10) times in the past. The root cause of the board failure is unable to be determined. However, the likely cause of the reported event is due to a defective sensor on the pressure sensor (cr) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.